Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2012. Subsequently, patient alleges pain. There has been no reported revision procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown; PMA/510(k) number / manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to pain and increased uptake anteromedial of prosthesis and minimal lateral activity.